Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) stent wrong size. The device was not returned; therefore, a technical analysis could not be performed. The investigation concluded that this complaint indicates that the review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, this investigation is assigned the most probable root cause classification of undeterminable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stent implantation procedure within the common bile duct (cbd) on an unknown date. During the procedure, an 8cm stent was able to be deployed. The physician felt it was longer than 8cm and measured the underlying stent through the screen, it was found out that it looks 10cm in length. Reportedly, the stent worked perfect and completed the procedure with this device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.